Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient had myopotential oversensing exhibited on their implantable cardioverter defibrillator. There was no reported intervention to address this issue. The patient was stable.